Event description:
A nurse reported that following surgery, a pt¿s skin tore with the removal of the drape. The reporter stated the pt¿s symptoms were resolving.

Manufacturer narrative:
The customer¿s complaint history was reviewed for the one year; this is the first complaint reported for this issue. There are no other complaints reported for this finished good lot. A sample was not returned for this issue. There have been no changes made to the adhesive. The root cause could not be determined. (B)(4).